Event description:
This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ("partially fused and become infected") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "one side partially fused and the other side didn¿t". Concomitant products included multivitamins, plain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), allergy to metals ("essure is made of nickel in which I'm allergic"), bacterial vulvovaginitis ("chronic bv infection") and vulvovaginal mycotic infection ("yeast infections"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the salpingitis, allergy to metals, bacterial vulvovaginitis and vulvovaginal mycotic infection outcome was unknown. The reporter considered allergy to metals, bacterial vulvovaginitis, salpingitis and vulvovaginal mycotic infection to be related to essure. The reporter commented: serious injury criterion: required intervention, hospitalization were reported, but not specified and/or assigned to one of the events.   Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081928) on 31-dec-2018. The most recent information was received on 15-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ("partially fused and become infected") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "one side partially fused and the other side didn¿t". Concomitant products included multivitamins, plain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), allergy to metals ("essure is made of nickel in which I'm allergic"), bacterial vulvovaginitis ("chronic bv infection") and vulvovaginal mycotic infection ("yeast infections"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the salpingitis, allergy to metals, bacterial vulvovaginitis and vulvovaginal mycotic infection outcome was unknown. The reporter considered allergy to metals, bacterial vulvovaginitis, salpingitis and vulvovaginal mycotic infection to be related to essure. The reporter commented: serious injury criterion: required intervention, hospitalization were reported, but not specified and/or assigned to one of the events.   Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.